Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 49mg/dl. The customer states their levels had been as high as 441mg/dl, and had taken manual injection. The customer states they were treated at the hospital with glucose paste and they had gone into diabetic ketoacidosis. No further assistance provided, the incident was documented.